Event description:
It was reported a ups error integrity test - 20000000000 was displayed / replace ups - cannot risk this failing during the navio instructional course. No during surgery.

Manufacturer narrative:
H3, h6: the device was intended for use in treatment and it was reported an ups error, error code 20000000000. The device was not made available to the designated complaint unit for evaluation. Thus, visual and functional inspection could not be performed. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. Discussion with the service department found that the ups battery is suggested to be replaced every 2 years and that the ups had been in the field for around 4 years at the time of the event occurrence. The reporter confirmed that after the ups battery was replaced the reported error was resolved. Therefore, the malfunction is most probably due to recommended maintenance not performed.